Manufacturer narrative:
Upon investigation it was determined that if an imported patient does not have their patient plan edited immediately after import the surgeon's default starting location for the cci or blade mask may be presented in an unintended location. Upon investigation, it was determined that if patient data is imported from the corneal analyzer and those files are not edited at the time of importation, the cci or blade mask position is initially based on the cci position used for the eye (either os or od) in the last patient data file that was edited. When the last edited eye (either os or od) matches the eye orientation (either os or od) of a non-edited patient data file the cci or blade mask will be in the correct default position. When the last edited eye (either os or od) is opposite to the eye orientation (either os or od) of a non-edited patient data file the cci or blade mask will be in an incorrect position and will likely require the user to adjust the cci or blade mask location. A quality bulletin has been generated and sent out to the lensar users and the software application was updated.

Event description:
A lensar cas reported on (B)(6) 2015 that while on site for surgery support she observed that the cci was populating nasally. This can potentially occur on cassini import cases which were not edited prior to closing the pending patients dialog.

Manufacturer narrative:
Upon investigation it was determined that if an imported patient does not have their patient plan edited immediately after import the surgeon's default starting location for the cci or blade mask may be presented in an unintended location. Upon investigation, it was determined that if patient data is imported from the corneal analyzer and those files are not edited at the time of importation, the cci or blade mask position is initially based on the cci position used for the eye (either os or od) in the last patient data file that was edited. When the last edited eye (either os or od) matches the eye orientation (either os or od) of a non-edited patient data file the cci or blade mask will be in the correct default position. When the last edited eye (either os or od) is opposite to the eye orientation (either os or od) of a non-edited patient data file the cci or blade mask will be in an incorrect position and will likely require the user to adjust the cci or blade mask location. A quality bulletin has been generated and sent out to the lensar users and the software application was updated.

Event description:
A lensar cas reported on 08/14/15 that while on site for surgery support she observed that the cci was populating nasally. This can potenttially occur on cassini import cases which were not edited prior to closing the pending patients dialog.